Manufacturer narrative:
Follow-up submitted to correct awareness date.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient had experienced failure of implant to integrate.